Event description:
Olympus was informed that there were multiple patients infected with an unspecified bacteria that was traced back to using the duodenovideoscope. The duodenovideoscope was reprocessed using cidex opa with an automated endoscope reprocessor. There was no reported issue with the processing of the duodenvideoscope and no reports of obstructions or difficulty passing the cleaning brush through the duodenovideoscope. Prior to the event, the duodenvideoscope had not been used since january 2013. Olympus contacted the user facility to obtain more detailed information regarding the report and was informed that ther were 20 plus patients infected with the unspecified bacteria. The same bacteria was said to have been isolated from the duodenovideoscope. However, there was no further information provided. As part of our investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched to the user facility to reassess the reprocessing practices.

Manufacturer narrative:
The device referenced in this report has been sterilized and was returned to olympus for evaluation. The instrument channel was examined using a boroscope and rigid telescope and slight white substance and debris was found in the instrument channels, channel mount, and cylinder unit. The distal end plastic over was cracked with nicks and dents. The device failed leak testing, as a leak was detected from the seam of the control body unit and at the distal end. The bending section glue was cracked. The exact cause of the user's complaint could not be conclusively determined at this time; however, insufficient reprocessing of the device could not be ruled out as a contributory factor to the reported event. Please cross reference these associated complaints: 2951238-2013-00017, 2951238-2013-00046, 2951238-2013-00048, 2951238-2013-00050, 2951238-2013-00052, 2951238-2013-00054, 2951238-2013-00056, 2951238-2013-00058, 2951238-2013-00060, 2951238-2013-00062. 2951238-2015-00045, 2951238-2015-00047, 2951238-2015-00049, 2951238-2015--00051, 2951238-2015-00053, 2951238-2015-00045, 2951238-2015-00057, 2951238-2015-00059, 2951238-2015-00061.